Event description:
Country of complaint: (B)(6). Device is not cutting correctly. Original aesculap blades in use (gb228r); delay of surgery: approximately 30 minutes; no influences to surgery result.

Manufacturer narrative:
Reporting agent notified on (B)(6) 2015. Manufacturing site investigation: at the cover lid bar, the nut was loosened and mounted upside down. Probably loosened by the customer and assembled incorrectly. This does not have an effect on the cutting performance/behavior of the product. Cutting angle is correct. The cutting thickness was also found to be without a deviance (all checked with gauges). On the metering bar, there was a little pressure mark noted. However, this does not lead to an entire incorrect cutting behavior. Between the metering bar and th flap that covers the blade, there was very little play noted in setting 0.2 mm and 1.2 mm. The exact root cause for this issue could not be determined. There was no hint for an assembling or manufacturing issue; however, we also could not find any hints for an influence by high forces, such as drop of the device. The test cut on artificial skin was as it should be. However, depending on the setting chosen during usage and the condition of the skin to cut, it is possible that the play and the small pressure mark at the metering bar could have possibly led to a slightly different cutting result, in correlation with the usage circumstances. In our tests during complaint analysis, it was not possible to reproduce the described failure.